Event description:
(Os 16986). The dentist reported that nearly 3 months after the dental implant was installed in pt's mandible it was verified its non osseointegration. Pt presented bone type ii, 45 ncm was the primary stability and immediate load was not performed.

Manufacturer narrative:
(B)(4).